Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. Additional observations not reported by site: the instrument was found to have damage of the conductor wire¿s insulation. As a result, the wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed. The root cause of this failure is attributed to component failure. In addition, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.099¿ - 0.109" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the user mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot# n10210329-0438) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 4 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is unknown. Fields are not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. Additional observations not reported by site: the instrument was found to have damage of the conductor wire¿s insulation. As a result, the wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed. The root cause of this failure is attributed to component failure. In addition, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.099¿ - 0.109" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the user mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot# n10210329-0438) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 4 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is unknown. Fields are not applicable.